Manufacturer narrative:
The customer was attempting to perform type and screen testing on the ortho provue analyzer when they noticed that the probe was dripping over the dilution cup during instrument initialization. A possible root cause was determined concerning the report incident. The ocd field engineer identified a hole in the tubing that connected the dilution cup to the electrovalve. In addition, the pressure was out of specification. The fe replaced all damaged components and performed the appropriate adjustments to return the analyzer to expected operation. No death or serious injury was reported as a result of this incident. No erroneous results were reported. If the reported condition went unnoticed, test results may have been compromised, leading to erroneous results. Based upon the available information. Provue malfunction cannot be ruled out. Therefore, event is reportable.

Event description:
The customer reported that while attempting to perform type and screen testing on the ortho provue analyzer, they noticed that the probe was dripping over the dilution cup during instrument initialization.